Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (back), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed with the adhesive pad partially attached to the bottom housing. Inspection of the adhesive pad and the adhesive welds found no issues that would contribute to the reported adhesive separating/detaching from the device. The exact cause of the reported adhesive separating/detaching from the device could not be determined. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined.